Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, likely due to exposure to condensation, humidity, or water. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to clean speaker area, reload cartridges, and wait for moisture to evaporate, and after two hours was able to resume insulin delivery with pump returning to normal operation while receiving tips to prevent future altitude alarms.